Event description:
It was reported an external leak was observed originating from the effluent post pump line of a prismaflex oxiris s set; further described as ¿the user found that effluent pump segment had many bubble and go into the effluent bag¿. This was identified during use of the device for hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. During the visual inspection of the video sample, air bubbles were seen in the effluent post pump line. The reported condition was verified. Due to the nature of the sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Oxiris s has been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection.